Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they are having long charge intervals and the patient handset is not moving from 50% charge for the implantable neurostimulator (ins). It is unknown if there were factors that may have led or contributed to the issue. The patient was walked through how to to do a hard restart of the wireless recharger (wr) paddle and placement over the ins when charging but the issue was not resolved.